Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 due to diabetic ketoacidosis. Customer's blood glucose ranged from 432 mg/dl to 452 mg/dl at the time of the incident. Customer experienced symptom related to their high blood glucose such as blurry vision and abdominal pain. The customer stated that they were treated with insulin drip. The customer was wearing the insulin pump at the time of admission. Blood glucose was 227 mg/dl when released from the hospital on the same day. Troubleshooting was performed and no issues was found on the insulin pump. The customer also reported sensor issues. The insulin pump/sensor was not replaced or returned for analysis.